Event description:
Thoratec dual drive console impeded proper filling of thoratec left ventricular assist device during surgical implantation. Required returning pt to cardio-pulmonary bypass for approx 15 minutes.